Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. A review of the device history record has been completed. No deviations or non-conformance's noted.

Event description:
Regulatory agency reported right side "rupture", "diffusion of the silicone: intracapsular" and "color modification: operative discovery." Healthcare later reported capsular contracture baker grade ii via MRI and us. The event of device was explanted.